Event description:
It was reported that the stent dislodged from the balloon when advanced passed the lesion. The balloon was inflated to deploy the stent in the unintenfded site; however, because the stent was passed the lesion the stent was too small and would not oppose to the vessel wall and moved into the renals. The stent remains in the pt. The pt is reportedly doing fine. No additional info was available.